Manufacturer narrative:
(B)(4). Approximate age of device - 0 day. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had gastrointestinal (gi) bleeding post lvad implant. The source of bleeding was not determined as the patient¿s condition was very unstable that a gi diagnostic procedure could not be performed. Per report, there was no gi intervention completed. A tandem right ventricular assist device (rvad) was placed on (B)(6) 2017. The patent's lactate dehydrogenase (ldh) was greater than 1800 u/l and the lvad had elevated power and flow estimations. The clinicians removed the rvad and the ldh improved (as low as 500-600 u/l). The patient continued to bleed orally and from the gi tract. The patient did not recover post lvad implant, subsequently, the patient expired on (B)(6) 2017. The cause of death was multisystem organ failure. The clinicians reported that the device operated as expected.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding and elevated lactate dehydrogenase leading up to the patient¿s outcome could not be conclusively determined. In addition, no system controller log files from the time of the reported event are available to confirm the reported elevations in pump power/estimated flow. Bleeding, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.